Event description:
(B)(6) 2026 while establishing access for a patient with an indwelling cannula, when seeing blood return to return the needle, a blood leak was found in the return hose, the indwelling cannula was immediately withdrawn like an apology to the patient and family, re-punctured, psychological counseling was given, and the manufacturer was contacted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.